Event description:
Boston scientific (bsc) crm received information that this atrial lead was surgically abandoned, due to dislodgement. The physician elected to plug the atrial port as he was unable to obtain access for a new atrial lead. No adverse patient effects were reported.